Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch sf the irrigation at the tip of the catheter no longer worked. During the procedure, the physician noticed that the irrigation at the tip of the catheter no longer worked. We changed the catheter with a new one and no more issue. There was no patient consequence. The irrigation worked before using it on patient. There was complete occlusion of the holes located at the end of the catheter. The irrigation holes located on the side of the catheter were working. No error was noted from the irrigation pump. The issue was discovered by the practician when he removed the catheter from the patient. He observed that the tip of the catheter has become black. So, he checked the irrigation and observed that there was complete occlusion of the holes located at the end of the catheter.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch sf the irrigation at the tip of the catheter no longer worked. During the procedure, the physician noticed that the irrigation at the tip of the catheter no longer worked. We changed the catheter with a new one and no more issue. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 4-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 27-feb-2025, additional information was received indicating the physician noticed the char on the tip of the catheter outside the patient. Char was found on the tip electrode. There was no error from the system. The correct catheter settings selected on the generator. The smartablate generator was set in power control mode, temperature cut-off: 40°c, high flow:8-15ml. The average contact force was greater than 40 grams for some ablations in the left ventricle. Hepernized normal saline was used. The patient has not exhibited any neurological symptoms. Based on the additional information received, additional product testing was done: a visual inspection, temperature, impedance, and irrigation test were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. Temperature and impedance test were performed and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. The irrigation and char issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body.; when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present; in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. To remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).